Manufacturer narrative:
.

Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor and interstim-other. It was reported that the implantable neurostimulator (ins) stopped working. The patient met with the healthcare professional (hcp) who interrogated the ins and stated it was no longer working. There was a loss of therapy and more frequent urination. As a result the ins was replaced. This occurred in mid-2014.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.